Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular emergent treatment of a thoracic ulcer. Vessel morphology was reported as severe calcification. It was reported the following day the CT revealed that there was either an endoleak from the lsa or a proximal type I endoleak due to calcification. The physician elected to plug the lsa and implanted a valiant captivia 36x36x100 extending to the carotid artery. The unknown endoleak was resolved. No additional clinical sequelae were reported. Film review completed. Pre-implant cta's revealed that the patient had a thoracic ulcer near the level of the lsa, along the inner curvature of the arch. The thoracic aorta near this ulcer was also extremely calcified. The thoracic aortic diameter near the lsa measured approximately 28mm, and in the descending thoracic measured 24x25mm. Cta¿s from 1-day following the implant revealed that a single stent graft was implanted from near the lsa into the descending thoracic aorta. The lsa is being perfused, and the ulcer appears to have been excluded. Contrast is seen primarily near to the 2nd proximal covered stent; near to the calcified area of the thoracic aorta. This may be either a type iii fabric or a proximal type I endoleak. The cause cannot be determined; but it is possible that the calcification may have contributed.

Manufacturer narrative:
(B)(4).